Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient's pump was removed due to infection. No further information was provided.